Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 263 mg/dl at the time of the incident. Caller reported that the drive support cap appears normal and was assisted in clearing the alarm. Caller reported that the motor error occurred when she attempted to prime the tubing. Caller stated that the motor error occurred when she attempted to change the infusion set. Caller went through the rewind sequence and she received a no delivery error. Caller returned to the rewind sequence and received another motor error alarm. Caller stated that the customer's blood glucose has been running higher than usual and earlier today, the customer's blood glucose ran high on the meter without an actual numerical reading. Customer's mother was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.